Manufacturer narrative:
The complaint device was discarded by the facility, therefore, it is unavailable for eval. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 50 devices that were released to distribution. Therefore, we cannot determine what may have caused the user to experience the reported event. Follow-up revealed that the surgeon elected not to send the screw/tissue samples for pathology due to the pt's insurance issues. Not much can be determined from this, though the surgeon stated that there did not appear to be any signs or symptoms of an infection or reaction. A reoperation was necessary to remove the cyst, therefore, a report is being filed to document this event. Based on complaint rate and customer impact, we believe this to be an anomaly. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep is reporting that the pt returned to surgeon one year post-op from an acl reconstruction done in 2006. The pt reported that he had some pain on a bump that had developed on the front of his tibia. The surgeon elected to remove the cyst and discovered a thick white substance that he assumed was remnants of the milagro screw. There were no signs of infection or inflammatory response. Tissue/implant samples were not sent for pathology and the surgeon closed the incision. The pt returned to the office a few days after having the bump removed for a follow-up and no longer felt any pain. The pt is doing fine and the acl is fully healed.